Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that patient faced infusion set leakage at the site event on (B)(6) 2024 . Infusion set has been used for few hours. The blood glucose level was 333mg/dl mg/dl. No further information available.